Event description:
It was reported to boston scientific corporation that a cre balloon wireguided dase's sterile packaging had a hole. This device was not involved in a procedure, thus no patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: device code a020504 captures the reportable event of sterile packaging damaged. Block h10: investigation result: a media inspection was performed of the returned complaint device found that the pouch had a hole with indentations. Visual inspection noted that the returned device was completely sealed; however, the pouch had a hole and indentations in the right section, which confirms the reported event. The reported event was confirmed. No more damages found in the device. With all the available information, boston scientific concludes that it is most likely that the damaged found in the pouch have occurred during shipment or storage, due to the manner as the box was handled or manipulated, this have caused the reported and encountered damages. Excessive manipulation of the box without enough care could have induced the defect found. Therefore, the most probable root cause is cause traced to transport/storage. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre balloon wireguided dase's sterile packaging had a hole. This device was not involved in a procedure, thus no patient complications were reported as a result of the event.